Event description:
It was reported that during implant, it was difficult to insert the atrial lead into the pulse generator. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.